Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable thyroid results for one patient from a cobas 8000 e 602 module serial number (B)(4). The customer reported their results outside of the laboratory and the physician suspected nonspecific reactions. The sample was submitted for preliminary investigation and was tested on a cobas 8000 e 602 module and a cobas e 411 immunoassay analyzer. Of the data provided, only the results for elecsys ft3 iii and elecsys ft4 iii assay were discrepant. Refer to the attachment to the medwatch for all patient data. There was no allegation of an adverse event. As no further sample material from the patient was available, the investigation was unable to find a definitive root cause. A general reagent issue could be excluded. The medwatchs for this event include patient identifiers (B)(6).